Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose levels went down to 42 mg/dl, and that that is normal for him. Customer stated that he had fallen while walking on the street and paramedics were called to help him out. Customer stated that his blood glucose is normal at around 50 mg/dl. Nothing further reported.